Event description:
It was reported that the user experienced high blood glucose reported at 400 mg/dl after the insulin cartridge became disconnected from the ilet pump; the user reconnected the cartridge and was advised that glucose could take 1¿2 hours to return to range. Customer care provided support that included troubleshooting and user education performed by support personnel. Investigation of this case revealed a transient loss of insulin delivery due to a disconnected cartridge, followed by restoration of therapy after reconnection, with no additional device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-management at home without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.